Manufacturer narrative:
(B)(4). Batch # k91c8z . Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the tissue pad melt? Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece actually broke off) if yes, did any piece fall into the patient? Was the broken off piece retrieved? Was the broken off piece retrieved? Is the broken off piece being sent back for analysis with rest of device? Or was the broken off piece discarded? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the device was returned with the tissue pad in good physical condition and properly attached to the clamp arm. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the doctor tried to use the device to transect the uterus, the pad on the jaw seemed to be going to fall down from the jaw. And he mentioned to me that he used this device only few minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.